Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and fell into the ventricle. The device was reprogrammed and the ra lead was later repositioned. The lead remains in use. No patient complications have been reported as a result of this event.